Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one opening extended on the anterior and underweight. A microscopic analysis was performed which identified, three striated openings on the anterior and non-penetrating nick striated. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool and striated, scratch-like nick, due to surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.